Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis (pa) with the following findings: the meter involved with this complaint was tested on (B)(6) 2011 and passed all testing with no faults found. On (B)(6) 2011, the test strips were also tested and the primary complaint was not confirmed. However, a secondary issue was noted. There were additional test strips in the vial. The 510 (k) # is k093745.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(4) alleging that a one touch verio meter displayed "other message". The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter displayed "other message". There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.